Event description:
This will be filed to report a lock line that was difficult to unravel and frayed on one end. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure, it was noted that the lock line was difficult to unwrap, and one ended was frayed. There was a risk of the lock line becoming stuck in the system. Therefore, the lock line was pulled from the other end. The mitraclip was implanted, and a subsequent clip, to reduce the mr to grade 2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported physical resistance / sticking (lock line - difficulty), associated with the difficulty unwrapping the lock line, could not be determined. The reported material frayed (lock line) appears to be due to the difficulty unwrapping. There is no indication of a product quality issue with respect to manufacture, design, or labeling.